Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, back pain, vaginal pain, right lower quadrant pain, ovarian cyst nos, urinary incontinence, dyspareunia, hemorrhagic cyst, appendicitis, cholecystitis, cervical dysplasia, degenerative disc disease, herniated nucleus pulposus, lumbar radiculitis, gastritis, duodenitis, helicobacter pylori test positive, back surgery, herniated disc, spinal fusion nos, loop electrosurgical excision procedure, bloating, bleeding breakthrough and back surgery. Previously administered products included for an unreported indication: zyrtec from 2011 to (B)(6) 2020. Concurrent conditions included oligomenorrhea, obesity, diarrhea, galactorrhea, uterine bleeding, neck pain, breast discharge, menses irregular and nausea. Family history included anemia and multiple sclerosis. Concomitant products included ibuprofen since (B)(6) 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 3 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues"), infection ("infections"), psychological trauma ("psych injury"), cystitis ("bladder problem - bladder infection"), urinary tract infection ("urinary problems - urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic with right salpingoophorectomy and left hysterectomy +bi+s, opherectomyunilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the menstrual disorder, infection, depression, anxiety, migraine, fatigue and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for psych injury : no, received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.total bilateral occlusion. Tubes where completely blocked. Imaging procedure - on (B)(6) 2014: result not provided.. Pathology test - on (B)(6) 2018: right ovary: benign cortical cysts gross description: the fallopian tubes are serially sectioned, revealing a contraceptive device in both the right and left tubes. The right ovary is serially sectioned, revealing scattered conical cysts.. Pregnancy test - on (B)(6) 2015: result: negative. Pregnancy test urine - on (B)(6) 2013: result: positive. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "abnormal vaginal bleeding and dysmenorrhea was changed to recovered/resolved". Lab data updated to essure confirmation test conducted "yes". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, back pain, vaginal pain, right lower quadrant pain, ovarian cyst nos, urinary incontinence, dyspareunia, hemorrhagic cyst, appendicitis, cholecystitis, cervical dysplasia, degenerative disc disease, herniated nucleus pulposus, lumbar radiculitis, gastritis, duodenitis, helicobacter pylori test positive, back surgery, herniated disc, spinal fusion nos, loop electrosurgical excision procedure, bloating, bleeding breakthrough and back surgery. Previously administered products included for an unreported indication: zyrtec from 2011 to (B)(6) 2020. Concurrent conditions included oligomenorrhea, obesity, diarrhea, galactorrhea, uterine bleeding, neck pain, breast discharge, menses irregular and nausea. Family history included anemia and multiple sclerosis. Concomitant products included ibuprofen since (B)(6) 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 3 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues"), infection ("infections"), psychological trauma ("psych injury"), cystitis ("bladder problem - bladder infection"), urinary tract infection ("urinary problems - urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy +bilateral salpingectomy, oophorectomy -unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the menstrual disorder, infection, depression, anxiety, migraine, fatigue and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for psych injury : no, received treatment for pain, bleeding : yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Tubes where completely blocked. Imaging procedure - on (B)(6) 2014: result not provided.. Pathology test - on (B)(6) 2018: right ovary: benign cortical cysts gross description: the fallopian tubes are serially sectioned, revealing a contraceptive device in both the right and left tubes. The right ovary is serially sectioned, revealing scattered conical cysts.. Pregnancy test - on (B)(6) 2015: result: negative. Pregnancy test urine - on (B)(6) 2013: result: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, back pain, vaginal pain, right lower quadrant pain, ovarian cyst nos, urinary incontinence, dyspareunia, hemorrhagic cyst, appendicitis, cholecystitis, cervical dysplasia, degenerative disc disease, herniated nucleus pulposus, lumbar radiculitis, gastritis, duodenitis, helicobacter pylori test positive, back surgery, herniated disc, spinal fusion nos, loop electrosurgical excision procedure, bloating, bleeding breakthrough and back surgery. Previously administered products included for an unreported indication: zyrtec from 2011 to (B)(6) 2019. Concurrent conditions included oligomenorrhea, obesity, diarrhea, galactorrhea, uterine bleeding, neck pain, breast discharge, menses irregular and nausea. Family history included anemia and multiple sclerosis. Concomitant products included ibuprofen since (B)(6) 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 3 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total laparoscopic with right salpingoophorectomy and left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.total bilateral occlusion. Tubes where completely blocked. Pathology test - on (B)(6) 2018: right ovary: benign cortical cysts gross description: the fallopian tubes are serially sectioned, revealing a contraceptive device in both the right and left tubes. The right ovary is serially sectioned, revealing scattered conical cysts.. Pregnancy test - on (B)(6) 2015: result: negative. Pregnancy test urine - on (B)(6) 2013: result: positive. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received- new events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), fatigue and abdominal pain", new reporters, concomitant medication added.. Outcome of "pelvic pain and abdominal pain" updated to "recovering" no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, back pain, vaginal pain, right lower quadrant pain, ovarian cyst nos, urinary incontinence, dyspareunia, hemorrhagic cyst, appendicitis, cholecystitis, cervical dysplasia, degenerative disc disease, herniated nucleus pulposus, lumbar radiculitis, gastritis, duodenitis, helicobacter pylori test positive, back surgery, herniated disc, spinal fusion nos, loop electrosurgical excision procedure, bloating, bleeding breakthrough and back surgery. Previously administered products included for an unreported indication: zyrtec from 2011 to (B)(6)2019. Concurrent conditions included oligomenorrhea, obesity, diarrhea, galactorrhea, uterine bleeding, neck pain, breast discharge, menses irregular and nausea. Family history included anemia and multiple sclerosis. Concomitant products included ibuprofen since (B)(6)2018 and medroxyprogesterone acetate (depo-provera). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 3 months 9 days after insertion of essure. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), infection ("infections"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic with right salpingoophorectomy and left salpingectomy, hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, fatigue and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for psych injury : no, received treatment for pain, bleeding : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded.total bilateral occlusion. Tubes where completely blocked. Pathology test - on (B)(6)2018: right ovary: benign cortical cysts gross description: the fallopian tubes are serially sectioned, revealing a contraceptive device in both the right and left tubes. The right ovary is serially sectioned, revealing scattered conical cysts.. Pregnancy test - on (B)(6)2015: result: negative. Pregnancy test urine - on (B)(6)2013: result: positive. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter added. Event : general abnormal bleeding, psych injury, bladder/urinary problems were added. Outcome of event pain, bleeding updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, back pain, vaginal pain, right lower quadrant pain, ovarian cyst nos, urinary incontinence, dyspareunia, hemorrhagic cyst, appendicitis, cholecystitis, cervical dysplasia, degenerative disc disease, herniated nucleus pulposus, lumbar radiculitis, gastritis, duodenitis, helicobacter pylori test positive, back surgery, herniated disc, spinal fusion nos, loop electrosurgical excision procedure, bloating, bleeding breakthrough and back surgery. Previously administered products included for an unreported indication: zyrtec from 2011 to (B)(6) 2020. Concurrent conditions included oligomenorrhea, obesity, diarrhea, galactorrhea, uterine bleeding, neck pain, breast discharge, menses irregular and nausea. Family history included anemia and multiple sclerosis. Concomitant products included ibuprofen since (B)(6) 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 3 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues"), infection ("infections"), psychological trauma ("psych injury"), cystitis ("bladder problem - bladder infection"), urinary tract infection ("urinary problems - urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic with right salpingoophorectomy and left hysterectomy +bi+s, opherectomyunilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the menstrual disorder, infection, depression, anxiety, migraine, fatigue and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for psych injury : no, received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.total bilateral occlusion. Tubes where completely blocked. Imaging procedure - on (B)(6) 2014: result not provided. Pathology test - on (B)(6) 2018: right ovary: benign cortical cysts gross description: the fallopian tubes are serially sectioned, revealing a contraceptive device in both the right and left tubes. The right ovary is serially sectioned, revealing scattered conical cysts.. Pregnancy test - on (B)(6) 2015: result: negative. Pregnancy test urine - on (B)(6) 2013: result: positive. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "abnormal vaginal bleeding and dysmenorrhea was changed to recovered/resolved". Lab data updated to essure confirmation test conducted "yes". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total laparoscopic with right salpingoophorectomy and left salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.